Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer mother reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer reports about he was getting a motor error during a bolus. Customer's blood glucose value was 400 mg/dl. Customer declined to troubleshoot for high readings. The customer was assisted with troubleshoot for motor error alarm. Customer reports the drive support cap appears normal (slightly indented). Customer did not report an motor alarm. Customer was able to complete pump rewind. The product was not returned for analysis